Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned for evaluation to date. The investigation is currently underway.

Event description:
It was reported that a recanalization catheter could not cross the occlusion. As the catheter was being retracted, the tip of the catheter detached in the cto. No intervention was attempted and the detached catheter segment remains embedded in the patient. No further treatment was performed. There was no patient injury.